Event description:
The initial reporter stated they received discrepant results for one patient sample tested with ca2 on a cobas 6000 c 501 module. No questionable results were reported outside of the laboratory. The sample initially resulted in a calcium value of 10.30 mg/dl and it repeated as 8.34 mg/dl.

Manufacturer narrative:
The serial number of the c 501 analyzer is (B)(6). The provided calibration data was ok. The provided quality control data was within range. Upon review of the alarm trace from 07-jul-2023, a reagent level warning error and an abnormal sample probe movement error were observed. The available data is limited. We can rule out a general reagent problem because calibration and quality control are acceptable. The most likely root cause is an isolated pipetting issue.

Manufacturer narrative:
The field service engineer found a hole in the system wash vacuum tubing and the tubing has been replaced. The investigation could not identify a product problem. The cause of the event could not be determined.